Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock. This shock induced a ventricular fibrillation which was appropriately terminated by the device. Analysis was performed and x-rays determined that the system exhibited noise and oversensing due to air entrapment on the header, which also increased impedance measurements. It was determined that most of the air had already been dissipated. No changes were performed. This system remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the complaint description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered a shock. This shock induced a ventricular fibrillation which was appropriately terminated by the device. Analysis was performed and x-rays determined that the system exhibited noise and oversensing due to air entrapment on the header, which also increased impedance measurements. It was determined that most of the air had already been dissipated. No changes were performed. This system remains in service. No further adverse patient effects were reported.